Event description:
It was reported that during a laparoscopic appendectomy, the device was closed prior to use on the patient and would not open. Another device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4)l. Information was not provided by the contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: sled, sled movement, closing trigger top. The ec45 device was received for analysis with the clamping mechanism damaged and with an ecr45b cartridge loaded on the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Additionally, the one piece sled was found to be broken in the area that interacts with the knife, making the reload non-functional. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger top was damaged. While no conclusion could be reached as to how the clamping mechanism became damaged, and the one piece sled became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.